Manufacturer narrative:
Product analysis: visual and microscopic inspection identified flank damage, deformation and vertical shearing of the set screw thread. The above observations are consistent with overloading during attempted construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: l2 to pelvis spinal fusion it was reported that on (B)(6) 2016, intra-op, three set screws were damaged. It appeared that at different points through the threading, it sheared off. In this case, he was using stykers 6.0 viatlium rod. The product came in contact with the patient. No fragment of the product was left remaining in the patient. No patient complications were reported due to this event.